Event description:
The patient was scheduled to undergo an ipg replacement procedure (reference MFR report #1627487-2012-06270). It was reported the patient was brought into the operating room and a peripheral IV needle was placed in the patient's hand. It was reported prior to the patient receiving any medicine through the IV, it was discovered the wrong ipg model was brought to the case. The procedure allegedly was aborted and will be rescheduled at a later date. The device reported is the incorrect model that was brought to the case; the device was not implanted nor was it opened.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.